Event description:
Caregiver called stating that the apnea monitor was malfunctioning. Sporadically the apnea audible alarm would not sound, just the light would appear. The monitor was exchanged immediately. After extensive testing by the biomedical engineer, the unit failed as stated above. Co was contacted and the unit will be sent back to the MFR and replaced.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: alarm failure. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.